Event description:
Patient has a teleflex ac3 optimus intra-aortic balloon pump and was ambulated to the bathroom. To do so, balloon pump was disconnected from wall power outlet. Balloon pump battery was functioning normally as patient spent approximately 10 minutes in the bathroom. As patient was getting back into recliner, patient's balloon pump began to alarm for the first time, indicating that the battery life only had 20 minutes remaining. Next, within the course of approximately 30-60 seconds the balloon pump's 10 minute alarm went off, five minute alarm went off, and then the balloon pump powered off. The total time from when the first 20 minute alarm sounded to when the machine powered off was in total less than one minute. Machine was promptly plugged back into wall outlet and subsequently turned back on. Patient tolerated event with no difficulties, but event could have contributed to severe patient harm.